Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
On (B)(6) 2016. (B)(4). Interference with mgu device captured in pe (B)(4). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had no stimulation. Patient reported they were implanted for over a year but never turned on the device because when they tried turning it on they jumped up so high they fell off the table in extreme pain. Patient indicated they felt like a pair of scissors was in their body and mentioned leads were in the wrong location. Patient reported arms were flying around during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.